Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list 6c36, that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Note: this information was previously reported on april 10, 2017 under an incorrect manufacturing location under manufacturer report number 3005094123-2017-00015.

Event description:
The customer observed a (B)(6) result on the architect analyzer. The following data was provided: initial 0.11, repeat 0.09 iu/ml, second reagent: 1.00 s/co. Confirmation testing was confirmed (no specific details were provided). There was no impact to patient management reported.